Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had unexpected restart alarm and external ram crc error. The customer¿s blood glucose level was unknown. The customer reported that they had changed the battery on the insulin pump and insulin pump was rewound. The troubleshooting was performed and battery was changed and didn¿t received unexpected restart alarm. It was reported that they had three unexpected restart alarm and external ram crc error after inserting a new battery. The customer was advised to monitor the pump and that patient may continue to wear the pump until replacement arrives. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the displacement, unexpected restart error test and self test. No unexpected restart error alarm and no external ram crc error alarm noted during test.